Event description:
Spontaneous report from consumer: a pt, age, weight and concomitant medications unspecified, reports that patient had a lippes loop intrauterine device implanted for contraception (date nos). Medical history includes gravida 4, para unknown. The consumer reports that patient experienced severe bleeding, pain and had a pelvic inflammatory infectiuon while using the device (dates nos). Patient was advised by their physician in sep-02 that "both fallopian tubes were closed" "due to severe scarring"